Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On (B)(6) 2024, it was reported that the patient self-treated accordingly to the inaccurate high cgm reading. The patient lost consciousness when he was on the street and an ambulance was called by a bystander. The patient was brought to the hospital and when a fingerstick was taken the cgm was reading 210 mg/dl and the blood glucose reading was 36mg/dl. The patient was treated with a glucagon injection, after which the patient recovered and was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.